Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Pneumoperitoneum and perforation are known complications of peg tube placement. The device was received. Investigation is not complete. A follow up report will be submitted upon completion of investigation. Refer to MDR 3010757606-2020-00060 for linked report.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that there was a device quality complaint during the procedure. Report indicated that the external plastic cover of the trocar needle has been folded out of the skin and could not be inserted to the body. A different package of peg tube was tried but same problem happened. The physician used trocar needle of a non-abbvie tube and placed the abbvie peg tube. Endoscopy procedure was prolonged due to the problem in the tubes. After the endoscopy, the patient had abdominal pain and distension. Abdominal radiography was performed and accumulation of air in the abdomen was observed. Physician reported that the accumulation of air in the abdomen may be related to extended time of operation. Imaging test was performed for suspicion of perforation. Oral intake of the patient was discontinued, and the patient was followed up at the neurology unit where he was hospitalized. On (B)(6) 2020, the patient was started on total parenteral nutrition and was treated with analgesic parol (i.v). Duodopa infusion continued. On (B)(6) 2020, general surgery and internal medicine consultation was done. Additional information indicated that the patient underwent abdominal surgery on (B)(6) 2020 due to perforation and patient was monitored in intensive care unit. On (B)(6) 2020, duodopa treatment was interrupted. On (B)(6) 2020, patient's hospitalization continued. The patient has discharge and drains in the operating area. A nasogastric (ng) tube was placed and patient received feeding through it. Patient experienced edema of arms and legs. It was reported that abdominal distension, abdominal pain, air accumulation in the abdomen and discharge at the peg area were recovered on an unknown date.

Manufacturer narrative:
Reference record (B)(4). One used puncture cannula from peg kit was received at abbvie for examination. The sample was visually inspected. The cannula sheathing was observed to be folded, slightly retracted and wavy. No other damage was observed. Probable cause is most likely due to handling.

Event description:
Sample investigation completed.